Event description:
Review of the available programming and diagnostic history for the device confirmed that high impedance was first noted during system diagnostics on (B)(6) 2009. The device was not at end-of-service and was not disabled following the high impedance diagnostic results. It was determined that this same event was inadvertently reported as a duplicate report in MFR report # 1644487-2014-00290.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event; corrected data: review of the available programming and diagnostic history determined that high impedance was first observed on (B)(6) 2009, not on 02/24/2009 as initially reported.

Event description:
It was reported that the patient had his device replaced due to high impedance. Also stated that battery was near eos, but this cannot be confirmed; therefore, it is unknown if this may have been the cause of the high impedance. Product was disposed of following surgery and cannot be returned to manufacturer for analysis. Attempts for further information have been unsuccessful to date.